Event description:
An optometrist reported tha a pt experienced delayed healing, with dry eye, corneal abrasions, discomfort and light sensitivity five days following photorefractive keratectomy (prk) surgery. The event was treated by increasing the topical steroid dosage. In a follow up, a technician reported that the pt was also treated with cyclosporine emulsion drops, and artificial tears which resolved the event. No further info is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).